Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced difficulty establishing communication between her ipg and charger. It was also noted the patient's ipg pocket site is located in her upper buttocks and is at an angle. As a result, the patient discontinued to recharge the device. The sjm representative met with the patient and confirmed the ipg is inoperable. Subsequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative and the reported issue is now resolved.